Event description:
Globus independence system was used for an anterior lumbar interbody fusion l5-s1. Entire drill bit tip broke off in the bone of the patient. Bit was retrieved. Fluoroscopy was done during entire procedure. No pieces were left in patient.